Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 30/may/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿right flank hernia¿ surgery and was implanted with strattice device on (B)(6) 2011. The patient underwent a ¿recurrent right flank hernia¿ surgery on (B)(6) 2012. The ppf form indicates that the patient was implanted with another strattice device on the same date. The form indicates that the device was not removed or revised. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following symptoms. ¿immediately following the implant, [the patient] went home but had a hematoma under [their] sutures, pain, and pressure on the wound. Days later, [the patient] had to be taken back to the hospital and [the surgeons] opened [the patient] up again and left [them] open for 2 weeks while gaze was being replaced each day. This was a result of the strattice mesh being stretched. It pulled an anchor inside of [the patient] and that split [their] ribs. It never fully healed and [their] cartilage was torn. [They] can no longer be cut open on the right side of [their] body and [they have] issues bending over. [They] must wear a binder every day and [have] a hard time sleeping. Everyday it feels like [they¿re] living with broken ribs.¿ the form lists the condition that was treated was ¿right flank hernia¿ on or about (B)(6) 2012. The patient also received ¿primary care / follow-up visits¿ from 2011 to present. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿gore medical dualmesh biomaterial; lot # unknown,¿ on (B)(6) 2002. The form indicates that the device was not removed or revised. The ppf form indicates that the patient was implanted with another non-abbvie device, ¿bard soft mesh¿ on (B)(6) 2015. The form indicates that the device was not removed or revised.

Manufacturer narrative:
Additional and/or corrected data: a2, a3, b3, b5, d1, d4, h4, h6. A review of the device history record for strattice lot (B)(6) has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.